Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a rca lesion with 70% stenosis. It was reported that the device was deformed following failure to cross stent. No patient injury reported.

Manufacturer narrative:
Additional information: it was reported that a non- medtronic stent was implanted in the lesion at 18 atms. Evaluation found shifting plaque distal to the stent. Treated with poba distal to stent using a non-medtronic device twice at 14 atm. The endeavor resolute was attempted to be implanted distal to the non-medtronic stent however, it failed to pass. There was no residual stenosis in the rca and the procedure was stopped. It was also reported that the device was damaged during preparation in patient handling procedure. No patient injury reported. Product analysis summary: a guide catheter was returned with the device. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent segments. Slight deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.